Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter shaft was bent and fractured at the tip, exposing internal components. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the shaft damage is consistent with damage during use.

Event description:
This event is being reported based on the analysis of the returned device.